Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon inserted a screw in the cup and the screw fractured. As a result, a delay of 45 minutes occurred. The screw was removed and replaced to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event cannot be determined but was likely the result of high torsional forces as a result of the screw snagging on some hard material.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, nonunion, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.